Event description:
It was reported that when the patient was in the emergency room for unrelated issues, an insulation anomaly was observed via chest x-ray. Prior to the procedure, distal tip separation and externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced. Patient was stable and will continue to be monitored with routine follow-up.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 1.4-2.2 from the proximal end of the svc shock coil, consistent with lead friction to another device or patient anatomy, and at 16.0-16.3cm from the proximal end of the svc shock coil, consistent with lead friction to the device can. Internal insulation abrasion was noted at 0.9-2.8cm from the proximal end of the rv shock coil. The etfe coating was intact at these locations. Fracture of the inner coil was noted at the distal tip.